Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) spoke to the customer, and the customer confirmed the issue had been resolved. The customer also confirmed that the station had been powered back on and was working fine. The system functioned as intended after the customer resolved the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the unit experienced a power failure and became completely non-functional. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.